Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: two events were reported for this quarter. Product return status: two devices were received. Evaluation status: confirmed; two reported events were confirmed during testing. Two devices were found to be affected by missing components. Additional information: two  devices were not labeled for single-use. Two devices were not reprocessed and reused.

Event description:
This report summarizes two malfunction events in which the device had a component detach. Two events had no patient involvement; no patient impact.